Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found with a faulty vfd (variable frequency drive). The generator was found not functioning due to a faulty pkrf board. In addition , the software version needs to be upgraded. The device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during maintenance service half of the device screen was found dimmed out. There was no patient involvement on this report. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. Please see updated sections: g4, g7, h2, h3,h6 and h10. The device history records for this device were reviewed. No abnormalities were found related to the reported complaint. Based on device evaluation, failure was due to a faulty vfd and the unit itself was not functioning as intended due to a faulty pkrf board. This unit was repaired accordingly, and it passed all inspections. Olympus will continue to monitor complaints for this device.